Manufacturer narrative:
No patient information available. Ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bellows was replaced, and the unit was returned to service.

Event description:
The hospital reported that the system would not ventilate. The patient was switched to manual ventilation and case resumed. There was no report of patient injury.